Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17536. During an in clinic follow-up, loss of capture with the auto-capture algorithm was observed on the device. Technical support was contacted and it was explained that while the device has telemetry contact, the auto-capture setting is suspected. A review of the lead was recommended. The patient was stable and will continue to be monitored.